Manufacturer narrative:
Patient identifier not provided. Patient weight not provided. Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. Subsequent functional verification testing was completed without issues and the unit was returned to service. A serial readout was sent to livanova (B)(4) for further investigation. During the evaluation the reported failure could not be confirmed. The device worked according the specification. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Evaluated on site by livanova rep.

Event description:
Livanova (B)(4) received a report that a s5 double head pump did not run continuously during procedure. There was no report of patient injury.